Event description:
During an in-clinic follow-up, a drop in battery voltage was observed on the device. Abbott technical support was contacted and noted battery voltage was normal. The reported battery longevity estimate was false and due to a diagnostic anomaly. No intervention was performed. The patient was in stable condition.